Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material/liquid leaking from the distal tip of the endoscope could not be identified and a definitive root cause of the issue could not be determined, as there was no reprocessing deviation from the instruction manual at the facility, however the issue was likely due to the observed deformation of the forceps channel, resulting in an air leak, preventing foreign material from being removed, even after proper reprocessing. The event may be detected by following the instructions for use section which state: ¿warning¿ ¿¿ test the endoscope for leaks after each pre-clean. Do not use if leaks are found. Continuing to use an endoscope that has leaked water may cause damage to the endoscope, such as sudden disappearance of the endoscopic image or malfunction of the bending mechanism. In addition, there is a risk of infection¿. In addition, the following non-reportable malfunctions were found during the device evaluation: - damage on ccd unit - dirt on lg bundle - angulation lever does not move smoothly - bending angle in up direction does not meet the standard value - video connector case has a scratch - video cable has a wrinkle - video cable has a scratch - lock engagement lever has discoloration - lock engagement lever has a scratch - distal end cover has discoloration - adhesive on bending section has a chip - connecting tube has a dent - image guide protector has a cut - damage on circuit board of video plug section - bending tube has a dent - control unit has corrosion olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. When the device was checked for air leaks, bubbles were generated from the tip. However, no brown or green liquid came out of the tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that an air leak was confirmed from the tip when water leakage was detected on the cysto-nephro videoscope. The issue was detected by the olympus endoscope reprocessor. After checking a second time, no air leak was confirmed, therefore the device was cleaned, and a brown or green liquid came out of the tip of the endoscope. The device was not used on a patient after cleaning. There were no reports of patient harm associated with this event.